Event description:
It was reported that this inflatable penile prosthesis (ipp) could not deflate. Upon revision, an aneurysm was found in cylinder; therefore, the ipp was removed and replaced. No patient complications were reported.